Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead was unable to be inserted into the device header. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
Analysis description: final analysis did not confirm the reported insertion issue. The lead was able to be fully inserted into the reference device cavity without any difficulties. It was noted that the front seal of the lead was out of specification.